Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2007, the patient presented with l3-4 spondylolisthesis. On (B)(6) 2007, the patient presented with pain and received a toradol injection. On (B)(6) 2007, (B)(6) 2008 and (B)(6) 2008, the patient presented with pain and received a toradol/decadron injection. On (B)(6) 2008, the patient presented with l3-4 spondylolisthesis received a toradol/decadron injection. On (B)(6) 2009, (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009, the patient presented with pain and received a trigger point injection. On (B)(6) 2009, reportedly, the patient underwent a MRI which showed significant spondylolisthesis of l3 and l4. There was also a stenotic lesion at l4-l5 without instability at that particular segment. On (B)(6) 2009, the patient underwent labs which revealed low rbc, hgb, hct, and gfr and high creatinine. On (B)(6) 2009, the patient presented with back and radicular pain and the preoperative diagnosis of multilevel lumbar stenosis and lumbar spondylolisthesis, l3-4. The patient underwent surgery which consisted of a decompression lumbar laminectomy, inferior l2-l3-l4-l5; segmental spinal fixation using pedicle screws, spinal rods, cross linkage system; passage of lumbar epidural signal catheter for placement of epidural narcotics posterolateral fusion at l3 and l4; and harvesting of morselized bone graft from lamina spinous processes. Per the operative report ¿¿used 6.5 x 15 mm screws placed by direct palpation of the pedicle wall as well as the assistance of fluoroscopy. After the screws were then placed in a satisfactory fashion, we performed a posterolateral fusion. Decorticated posterolaterally with a high-speed bur. We utilized the patient's autogenous bone from the lamina of the spinous processes. In addition, because the patient is a smoker, some bmp material was utilized as well as cortical cancellous chips and osteofil material. We had excellent posterolateral fusion bed at this segment¿.¿ radiographs were utilized for placement/verification. No patient complications were noted. On (B)(6) 2009, the patient was discharged from hospital. On (B)(6) 2009, the patient presented in ER with low back pain. The patient had run out of vicodin es. The patient complained their back pain was steadily increasing since the surgery and radiated into both legs but no lower than the knees. The patient underwent labs which revealed high wbc, neut, and sed rate and low rbc, hgb, hct and lymphs. Medications: soma, vicodin, omeprazole, calcium, hydrochlorothiazide, multivitamins, progesterone, acyclovir, qvar, advair, prozac, abilify, trazodone, ambien, estrogen, and lasix. On (B)(6) 2009, (B)(6) 2009, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010, the patient presented with the diagnosis of sciatica, spondylolisthesis, spinal stenosis, degenerative disc disease (lumbar), and lumbar sprain. On (B)(6) 2009, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010, the patient presented with pain and received a trigger point injection. On (B)(6) 2010, the patient presented in ER with back pain. The patient reported moving a mattress and reinjuring their back. The patient requested a pain shot and vicodin refill. On (B)(6) 2010, the patient presented in ER with back pain. The patient complained that after physical therapy they had increased pain in low back and down into their buttocks and that vicodin was not helping. Lumbar spine x-rays showed new spondylolisthesis of l4 upon l5 by 7mm and mild degenerative disc disease at the l3 through l5 levels, on (B)(6) 2010, the patient presented in ER with back pain. The patient reported increasing pain since the (B)(6) 2009 surgery. The patient had run out of vicodin. Per the encounter notes the patient was scheduled for back surgery in several weeks. On (B)(6) 2010, the patient presented in ER with increasing back pain radiating into the right leg. The patent complained that soma and vicodin were not helping significantly. The patient underwent lumbar x-rays which demonstrated grade 1 spondylolisthesis at l3-4 and a new spondylolisthesis at l4-5 level. There was mild degenerative disc disease at l3-l5. On (B)(6) 2010, the patient presented in ER with back pain going into the right buttock and radiating down the leg with some numbness and tingling. The patient had run out of pain medications. Impression: sciatica. On (B)(6) 2010, the patient presented in ER with right-sided back pain radiating into the right leg. The patient reported some numbness associated with the pain. At baseline the patient walked with a cane and had difficulty straightening their back. The patient had run out of percocet. No pain medications were prescribed this visit. On (B)(6) 2010, the patient underwent an ECG which showed a possible left atrial enlargement ¿ borderline ECG. On (B)(6) 2010, the patient underwent various labs which revealed low rbc and hgb and high rdw. An ECG was taken which showed a possible left atrial enlargement ¿ borderline ECG. A chest x-ray was taken which demonstrated no significant pulmonary abnormalities and normal vascularity. On (B)(6) 2010, the patient presented with intractable back pain and radicular pain and the post-operative diagnosis of possible pseudarthrosis of the lumbar spine; retained segmental spinal fixation; progressive spondylolisthesis with high grade stenosis; and probable delayed union pseudoarthrosis of l3 and l4. The patient underwent surgery which consisted of removal of segmental spinal fixation device; detailed exploration of spinal fusion; decompressive lumbar laminectomy, decompression of the l4 and l5 roots bilaterally with extensive foraminotomies and facetectomy; physician interpretation of multiple fluoroscopic images; posterolateral fusion l 3 and l4, l4 and l5 using autogenous bone bmp material and cortical cancellous chips; segmental spinal fixation using k2 pedicular screws, spinal rods, and cross linkage system of l3, l4, and ls and harvesting of morselized bone graft from the lamina spinous processes. Per the operative report ¿¿we then removed some old pedicular screws and spinal rods. Once this had been removed, we performed a very detailed exploration and spinal fusion. There were some areas which appeared to be mature at l3 and l4. Other areas were not mature, and this did require a fusion repair. A very detailed, tedious exposure was performed¿.. We had harvested some local bone from the lamina and spinous processes. We combined this with some bmp material, cortical cancellous chips, and it was placed in the posterolateral gutters¿..¿ it should be noted that the patient had extremely deep exposure. The patient was morbidly obese making the procedure more difficult. Radiographs were utilized within the surgery for placement/verification. No patient complications were reported. On (B)(6) 2010, the patient was discharged from hospital. It should be noted that the patient did not meet physical therapy goals prior to discharge. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 the patient presented with the diagnosis of sciatica, spondylolisthesis, spinal stenosis, degenerative disc disease (lumbar), and lumbar sprain. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013, the patient presented with pain and received a trigger point injection. On (B)(6) 2010, the patient presented with hypertension and low back pain with bilateral lower extremity pain right>left. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, 2010, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011, the patient presented with the diagnosis of sciatica, spondylolisthesis, spinal stenosis, degenerative disc disease (lumbar), and lumbar sprain. On (B)(6) 2013, the patient presented with back pain and pelvic pain. The patient underwent lumbar and pelvic x-rays which demonstrated no acute fracture or misalignment, no evidence of hardware complication, and no significant narrowing, subluxation, or endplate abnormality. On (B)(6) 2013, the patient presented with continuing low back and right leg pain. The patient was scheduled to receive a trigger point injection. On (B)(6) 2013, the patient presented with increasing low back pain and right leg pain. The patient was scheduled to receive a trigger point injection. On (B)(6) 2013, reportedly the patient underwent lumbar spine MRI which demonstrated significant spinal deformity and some kyphosis but no significant root impingement. On (B)(6) 2013, the patient presented with back pain and tenderness in the left paralumbar area with definite spasm. The patient received a trigger point injection. On (B)(6) 2013, the patient presented with chronic right sided pain with pain radiation into the right buttock. The patient received an epidural trigger point injection. Per the encounter notes the patient had developed myofascial pain syndrome with a direct relationship between the specific trigger points and its associated pain region. On (B)(6) 2013, the patient presented with lower back pain, bilateral leg pain right > left, tenderness and spasm in the right paralumbar regions. On (B)(6) 2013, the patient presented with increasing severe pain; tenderness and spasm in the right paralumbar regions; limited rom of the thoracolumbar spine; and chronic pain syndrome. The patient had significant kyphotic deformity of the spine and had developed gas in the last open disc space (s1, s2). The patient claimed that they were told they needed the pin and screw removed from their back. The patient received a trigger point injection. Per the encounter notes the physician doubted removal of hardware would help and was concerned about the tremendous kyphosis that was developing. On (B)(6) 2014, the patient presented with chest pain and underwent chest x-rays. Results: normal chest ¿ no acute disease.